Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 2.5 x 18 mm otw xience xpedition stent in the distal left anterior descending (lad) artery and a 2.75 x 18 mm otw xience xpedition stent and a 2.75 x 18 mm rx xience xpedition stent in the ramus artery. The patient was re-hospitalized on (B)(6) 2014 with abdominal pain (angina equivalent) and cardiac enzyme troponin levels were noted to be elevated. Patient was diagnosed with non-st elevation myocardial infarction and coronary angiography noted in-stent restenosis in the xience xpedition stent implanted in the distal lad. Angioplasty was performed and an additional stent was implanted. The final outcome was successful and the patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014: electrocardiogram (ECG)=possible previous anterolateral myocardial infarction, ejection fraction=68%. On (B)(6) 2014: ck=48 iu/l, normal upper limit 170 iu/l. On (B)(6) 2014: ck-mb=2.3 ng/ml, normal upper limit 6.3 ng/ml. There was no reported device malfunction and the product was not returned. A review of the lot history record database for the reported lot revealed no associated nonconforming material records. Angina, myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.